Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a2, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep), regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient came in for a revision of their cervical spinal cord stimulator (scs) system on (B)(6) 2017. The reason for the revision was that patient needed more left sided coverage for new left side pain. Another rep was first notified that a revision was scheduled however they did not receive the patient information. When the reporting rep arrived at the case and found out the patient name, they searched for the patient. Rep was unable to find this patient's cervical system in the system. Patient was implanted with the cervical system in (B)(6) 2016. Leads were removed and replaced with new ones and the hcp preferred to replace the ins too. The old ins was never registered in (B)(6) 2016. Rep interrogated the patient's old ins on (B)(6) 2017 and was able to obtain the serial number. However, the leads' serial numbers and lengths were unknown at that time. There was no way to get a serial number off the explanted leads. Two (2) leads were explanted. Patient had bilateral coverage at the time of the report and the status of the patient was alive with no injury. Patient's weight was asked but unknown. The explanted devices were discarded by the customer. The issue was resolved at the time of the report. No further complications were reported/anticipated.